Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (5.0 mg/ml at 9.9889 mg/day) and bupivacaine (10 mg/ml at 19.978 mg/ml) via an implantable infusion pump. The indication for use was noted as malignant pain. The patient's relevant medical history included the patient had cancer. It was reported the patient had not had a decrease in pain since the implant, with four dosage increases. The patient was in the hospital due to the pain. A dye study was done and found the catheter tip was in the epidural space. The physician increased the patient's daily dose. It was unknown if the issue was resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' No surgical intervention occurred or was planned. It was further reported by a device manufacturer representative that the pain was caused from the patient's bone cancer. The pain and catheter issue had been resolved and the patient was now getting pain relief. Follow-up was being conducted to get further information about the catheter in the epidural space. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a representative indicating that the catheter had not been initially implanted in the epidural space. It was unknown if there was a migration or dislodgement.